Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided.

Event description:
The customer reported a false positive result on a nasopharyngeal swab with the ID now covid-19 assay performed on (B)(6) 2021. Confirmation testing was performed with the same swab sample with genexpert and cepheid and generated negative results. Per the customer, there was no patient harm due to the test results. Additionally, there was no delay or impact in treatment due to test results.

Manufacturer narrative:
Additional information: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m166130 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot: m166130 , test base part number 190-430 / lot: m166130 . The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m166130 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction.